Event description:
It was reported via repair work order that the headend lift was stuck in an elevated position due to damaged angle sensors and damaged wire harness #2. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported via repair work order that the headend lift was stuck in an elevated position. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
Supplemental submitted with results of evaluation. It was determined the headend lift was stuck in an elevated position due to damaged angle sensors and damaged wire harness #2.